Manufacturer narrative:
Exemption number: (B)(4). On 28-11-2011, the FDA granted the permission for the manufacturer fidia farmaceutici (B)(4). To submit a single MDR for adverse events that involve medical devices manufactured by fidia farmaceutici (B)(4) and imported into the USA by (B)(4), inc. As a consequence, fidia farmaceutici (B)(4) (the manufacturer) should submit reportable cases on behalf of (B)(4) USA inc (the importer). However, since this is a non-us case of which fidia farmaceutici (B)(4). Has become aware in its role of product manufacturer, (B)(4) USA does not have any reporting obligation. Fidia farmaceutici (B)(4) comments: no batch number was received on this complaint; therefore, no investigation can be conducted. No further info is expected for this case. Conclusion: no investigation/no assessment possible. Case status: closed.

Event description:
As a result of the safety data reconciliation process between fidia farmaceutici (B)(4) and its worldwide business partners, 8 serious individual case-safety reports regarding hyalgan have been identified. All these cases were recorded in (B)(4) (europe) between 2005 and 2013. All legal requirements applicable to marketing authorization holders in the (B)(4) countries have been fulfilled by the local licensee. Fidia is reporting these cases as manufacturer and keeper of the (B)(4) database for the product. Case 3 of 8. Spontaneous report, local reference # (B)(4). Initial info received on (B)(6) 2009. The physician reported that a (B)(6) female pt, with medical history of renal failure, hyperuricemia and gonarthrosis, received hyalgan solution for injection (hyaluronic acid) for gonarthrosis on an unspecified date. Concomitant medications were unspecified. Two days after receiving the third injection of hyalgan, the pt was hospitalised for acute gout. The first articular puncture of left knee showed a sterile liquid with sodium urate, and the second puncture showed inflammatory liquid with sodium urate. The action taken with hyalgan was unk at the time of the report. The pt was treated with colchicine. The evolution was favourable with pain regression. At the time of the report the pt was recovering from acute gout. Follow-up info received on (B)(6) 2009 from the reporting rheumatologist: the pt was born on (B)(6) 1952. Her weight was (B)(6). Diabetes insulin-dependent, morbid obesity, arterial hypertension and asymptomatic hyperuricemia were added in the medical history. The pt developed reaction 72 hours (not 48 hours) after the last hyalgan intake. Articular puncture of left knee was performed on (B)(6) 2009 and showed inflammatory and sterile fluid with sodium urate. It was negative for germs. The outcome was favorable and therapeutic measures included rest and ice-bag.